Event description:
((B)(4)). The dentist reported that 1 year after the dental implant was installed in intra-oral region # 30 it had to be removed because it was not possible to install the final crown.